Manufacturer narrative:
Investigation summary: "bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter was not observed. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed." Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes has found white residue in the tube. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "some of the sst tubes that we have in stock have got white residue.".